Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that during the implant of a right ventricle leadless pacemaker (rvlp) that the physician was unable to cross the tricuspid valve due to tortuous anatomy. The physician elected to attempt implant through the right internal jugular vein. The device was advanced in the right ventricle and positioned in the area of the right ventricle septum, mapping was performed and the rvlp was not capturing at 5v. The rvlp was repositioned to a different area, and around this time they could not measure the patient's blood pressure. The rvlp, catheter, and introducer were removed and CPR was commenced but the patient could not be revived. The physician suspects cardiac perforation.